Event description:
Additional information received from the customer confirmed that there was no patient injury or adverse effect from the procedural delay of more than 30 minutes. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead.

Event description:
It was reported that during an unknown procedure, this generator exhibited error code e006, non-conductive fluid. This caused a procedure delay of 30 minutes or more, while patient was under sedation. The procedure was completed with a competitor device. There were no reports of patient or user harm.